Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with the stent impressions. There were numerous kinks throughout the hypotube of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. When negative pressure was pulled; the balloon was deflated in less than 5 seconds with no issues, meeting rebel specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used in the anterior tibial artery and the dfu states: "the rebel coronary stent system is indicated for improving coronary luminal diameter in patients with de novo lesions = 28 mm in length in native coronary arteries with a reference vessel diameter (rvd) of = 2.25 mm to = 4.50 mm.¿ (B)(4).

Event description:
It was reported that deflation issue and removal difficulty occurred. The target lesion was located in the anterior tibial artery. An encore 26 inflation device and a 50/50 omnipaque contrast type was used. A 32 x 4.00mm rebel stent was advanced to the target lesion and the stent was correctly deployed. The physician attempted to deflate the stent delivery system (sds) balloon but the balloon did not deflate correctly. The physician used excessive force to remove the sds balloon from the stent. The sds was able to be removed completely from the patient with the sds balloon inflated. The stented area looked very good and the procedure was completed. The patient did not experience any symptoms during this event. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that deflation issue and removal difficulty occurred. The target lesion was located in the anterior tibial artery. An encore 26 inflation device and a 50/50 omnipaque contrast type was used. A 32 x 4.00mm rebel stent was advanced to the target lesion and the stent was correctly deployed. The physician attempted to deflate the stent delivery system (sds) balloon but the balloon did not deflate correctly. The physician used excessive force to remove the sds balloon from the stent. The sds was able to be removed completely from the patient with the sds balloon inflated. The stented area looked very good and the procedure was completed. The patient did not experience any symptoms during this event. No patient complications were reported and the patient's status was fine.